Manufacturer narrative:
Twelve samples were not returned. There were twelve cases with a method code of device not returned (4114) analysis of production records (3331), a results code of no findings available (3221) and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient ages range from unknown to 74 years. There were 2 female patients, 1 male patient and 9 unknown gender.